Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm on an unknown date. On (B)(6) 2018, endologix was made aware of a type 1a endoleak that was discovered on a computerized tomography (CT) scan. No further information is available. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a 1a endoleak. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. However, a possible dissection and type ii endoleak at the ima were observed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.